Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode where noisy signals of the revision procedure were oversensed and automatically disabled the minute ventilation (mv) sensor. The noise was present on all three channel so electromagnetic interference (emi) was suspected from the surgical procedure performed on the same date. Technical services (ts) discussed troubleshooting for the sam alert and referred the health care professional (hcp) to the local representative. No adverse patient effects were reported. This ICD remains in service.